Manufacturer narrative:
Important medical event.

Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a physician on 23-apr-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves a female, pt, who received three vials of poly-l-lactic acid (sculptra) in (B) (6), (B) (6), and (B) (6). No additional treatment details were provided. On an unk date, the pt developed granular lumps on the lower side of her face. She had three obvious lumps on the left side of her face and two smaller, less visible lumps on the right side of her face. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B) (4); global ptc number (B) (4). Results for ptc number (B) (4) poly-l-lactic acid: since a lot number is not available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the (B) (6). The review of the dhrs and the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.